Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a disposable perforator (ID 261221) could not drill the bone and felt that the perforator was too dull. He has difficulty in perforating during the procedure. No patient injury reported. It is unknown if the drill was electric or pneumatic, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. Surgical delay and how the procedure was completed is unknown.

Manufacturer narrative:
The disposable perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.